Manufacturer narrative:
Retainer ring = black device p-cap or test reservoir locks in place properly. The history download was successful using thus software. Device passed the functional tests, including the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current measurement and active current measurement. Device was programmed with the current time and date and monitored for several days. The time and date are functioning properly with no delays, frozen screen or keypad anomaly noted. Device passed keypad voltage test. Pump error 75 alarmed during self test due to moisture damage on electronic assembly and battery tube assembly. Test case was swapped and was unsuccessful. Device was received with a cracked keypad overlay, cracked case (battery tube), and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error. Customer stated that she replace battery in insulin pump and when its open it shows pump error and insulin can't get passed through it no matter what button she presses, they took battery out and again insulin pump shows pump error. Customer stated that they unable to clear alarm. Customer stated that partial frozen display occurred with no responce of any button. Customer stated that no time clock observed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.